Event description:
It was reported that during a preparation of port placement procedure, when checking the port body before use black foreign matter was allegedly found on the side of the port body. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one bardport MRI implantable port, one groshong catheter with a loaded cath-lock with various components were returned for evaluation. Visual and microscopic evaluations were performed. Small black fibers were noted on the sides of the implantable port under microscopic observation. Manufacturing site evaluation states, brown and dark foreign particles were observed throughout the port and black fibers were observed on one side of the stem of the port. Therefore, the investigation is confirmed for the reported black foreign matter contamination issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of port placement procedure, when checking the port body before use black foreign matter was allegedly found on the side of the port body. The procedure was completed using another device. There was no patient contact.